Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and damage on the threads and screw head were identified. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - biomet 360 tibial cruciate wing catalog #: 185650 lot #: 537650, biomet 360 tibial tray 67mm catalog #: 185202 lot #: 346840, biomet 370 tibial augment 67mm x 5mm catalog #: 185222 lot #: 185940, biomet splined knee stem 12mm x 40mm catalog #: 148287 lot #: 927070, biomet 370 tibial offset adapter catalog #: 185211 lot #: 268140, vanguard 360 distal femoral augment 60mm x 10 catalog #: 185402 lot #: 176370, vanguard 360 universal posterior femoral augment 60mm x 5mm catalog #: 185342 lot #: 248910, series a standard patella 31mm catalog #: 184764 lot #: 490360, biomet splined knee stem 10mm x 80mm catalog #: 148300 lot #: 092550, biomet 370 2.5mm offset adapter catalog #: 185210 lot #: 037280, vanguard 370 distal femoral augment 60mm x 10mm catalog #: 185382 lot #: 347080, vanguard ssk tibial bearing 12mm x 63/67mm catalog #: 185062 lot #: 003150. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address the migration of the femoral screw that was floating freely in the joint approximately six (6) months post-operatively.